Event description:
It was reported that the implanted nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as having met specifications prior to distribution. Thus, deviations in material and manufacturing can be excluded. The received nail is completely broken in the webs of the proximal drill hole for the lag screw. Based on the damage and the evidence of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of approx. 6.5 months. Technical aspects: massive damage and scratches at the lateral edge of the posterior web, intra-operatively caused by a deviated step drill, had created the starting point of the nail breakage by a notching effect. Medical aspects: ¿in conclusion, the breakage of the gamma-nail has been caused by: a worst case unstable fracture having a high tendency to delayed union or non-union; long term overloading in combination with a non-union; an intraoperative damage of the affected gamma-nail resulting in significant weakening of the device.¿ general aspects: the broken nail is a temporary implant which may be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. No non-conformity was identified.

Event description:
It was reported that the implanted nail broke.